Event description:
The affiliate reported the customer alleged falsely elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the unicel dxc 600i synchron access clinical system. The patient sample was reanalyzed in duplicate, on the same analyzer, and recovered lower results within the normal reference range. A second sample was collected approximately five hours after the initial sample, and also produced a lower result within the normal range. The erroneous result was released out of the laboratory, and the patient was admitted to the inpatient based on the value. An amended report was issued to the hospital. The customer stated medications were not administered, and based on the amended report, the patient was discharged from the hospital. Quality control (qc) recovery was within the laboratory's established ranges at the time of the event. The customer confirmed there were no errors in the analyzer's event log during sample analyses. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The patient sample was collected in a 13x100 ml greiner serum tube and centrifuged at 3,000 rcf (relative centrifugal force) for ten minutes at 62.6ºf room temperature. The full sample was clear. The customer-supplied data indicates the sample was not allowed to clot for the recommended time of 30 minutes as suggested by the manufacturer prior to sample analysis. A definitive cause of the incident is unknown.